Event description:
The customer reported that while testing samples on the ortho provue analyzer, the probe leaked fluid. The customer observed droplets on top of the gel card foil. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined the probe was bent. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.